Event description:
It was reported that prior to a surgical procedure the motor device was "sticky" and it was "difficult to load a burr." There was no patient involvement reported. The planned surgical procedure was completed without delay as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.